Event description:
Customer reported an unexpected negative reaction on the echo, when testing a patient sample with a history of an anti-jka. No transfusion reactions were reported as a result of the negative reaction.

Manufacturer narrative:
Sample was tested with capture-r ready ID (crrid) on the echo. The sample was negative for all jka positive cells. Cells 1, 2, 4, 6, 7, 9, 11, 12, 13 were all jka positive and given negative interpretations on the echo. Visually, all these reactions appear negative. The positive and negative control wells appear as expected. Sample was tested with capture-r ready screen 3 (crrs 3) on the echo. The sample was negative for all 3 cells. Cells 1 and 3 were jka positive. The positive control well appears as expected. Confirmed the reactivity of the jka antigen on retention crrid, lot ID 121. The nature of the sample cannot be ruled out as causing the event.